Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for pacemaker implant procedure. During the procedure the right ventricular lead exhibited high impedance and failure to pace. The physician tried repositioning the lead but was unsuccessful in resolving the problem. The lead was not used. A new lead was implanted. The procedure was completed with no adverse consequences to the patient.